Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter to request additional information about the reported event; a review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 17-feb-2020, and installed at the customers site on 15-may-2020. A review of system risk files (doc (B)(4)) revealed risk #2.3.2; hw failure, which have the potential to lead to prolonged procedure. The risk has been quantified and found to be remote, and the risk likelihood has been characterized and documented as acceptable within full risk assessment. A review of service records reviled that on 10-jul-2020 the user facility reported (B)(4), "when the fiber is attached, the system shuts down." A lumenis service engineer visited the site after the reported event. The engineer did not encountered any errors during startup, but the system shuts off when a fiber was attached to sma fiber port. The engineer replaced the lens cell assembly, corrected optical alignment, performed standard pm and after testing the system, the system was found to be operational ,per manufacturer specifications, and was returned to the facility. On 31-jul-2020 the user facility reported again ((B)(4)) the same malfunction, "when the fiber is attached, the system shuts down." A lumenis service engineer visited the site after the reported event, but the user facility refused service, and requested to replace the system. Both complaints were closed ((B)(4)) as no safety complaints since no report of patient involvement was received. A review of subject labeling, (um-20006520 rev.c - p100 operator manual) revealed in the preparing the system section what needs to be done prior to using the system. It reads " you or the nursing staff at your facility will perform the daily maintenance routines associated with the laser system and any optical fibers used during surgery, including inspecting and cleaning the laser and optical fibers; connecting, disconnecting, and sterilizing the delivery systems; and verifying the aiming beam integrity. These procedures are detailed in this manual, and in the optical fiber instruction guide." In both cases, lumenis did not receive any indication from the user that the malfunction happened during a procedure. Furthermore, this error happened immediately when the user tried to attach a fiber to the sis port and according to the operator manual probably during the preparation of the system for use. In this case, the procedure was successfully completed with an alternate device, although the device malfunction did not cause, or contribute to any change in the patient's condition, it is uncertain if the user facility had to use an alternate device as intervention to prevent serious injury. In an abundance of caution, lumenis is reporting this malfunction in response to the user facility's medwatch report mw0500400000-2020-8007. A cause for the unexpected shutdown has not been determined. The device has been removed from service at the facility and is expected to be returned to the manufacturer for analysis. Upon receipt, and completion of the failure analysis of the device, if there is any further relevant information from that review, or should additional relevant information become available, a follow-up MDR will be filed.

Event description:
Lumenis received user facility submitted medwatch report (mw0500400000-2020-8007) on 02-oct-2020 regarding an event that allegedly happened on (B)(6) 2020. It was reported that during a right ureteroscopy laser lithotripsy procedure in which a lumenis pulse 100 laser was being utilized, the system shut down during the procedure. Unable to continue with the laser, an alternate device was brought it to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused, or contributed to any change in the patient's condition.